Manufacturer narrative:
Complaint suggestive of reportable malfunction/ near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final eval is completed.

Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a pt of unk gender, age and origin. The pt was taking an unspecified medication for treatment of an unk indication. On (B)(6) 2009, the humapen memoir (lot 0807c02) was reported that the cartridge broke in the pen and due to this the pen is defective. This humapen memoir is associated with (B)(4). The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. The device was returned to the company on (B)(6) 2009. The MFR investigation of the returned device found missing segments in the dose window. It was unk if this humapen memoir was continued.